Manufacturer narrative:
(B)(4)

Event description:
It was reported that during the implant procedure, the left ventricular lead exhibited high capture thresholds. The lead was removed and flushed with saline and the insulation leaked saline near the distal connector pin. The lead was no longer used and replaced.